Event description:
This report is being filed after the review of the following journal article: park & seok (2022), proximal humerus fractures treated using locking plate: a comparison between anatomical reduction and valgus bent locking plate fixation after valgus reduction, indian journal of orthopaedics vol. 56 (xx), pages 2153¿2159 (korea, south). The purpose of the study was to analyze the efficacy of valgus reduction and bent locking plate fixation by comparing shortterm functional, clinical, and radiologic outcomes in patients with phfs who were treated with either valgus bent locking plate fixation or conventional locking plate fixation. Between march 2014 and july 2019, a total of 58 patients (14 male and 44 female) with a mean age of 65.9 years were included in the study. These patients were treated using a 3.5mm proximal humeral locking plate (philos; synthes) for proximal humerus fracture. All patients were divided according to the reduction method and bending of the locking plate. The valgusaligned group with 28 patients, treated between november 2016 and july 2019, and the anatomical group with 30 patients, treated between march 2014 and october 2016. All with an average follow up of 22 months. The following complications were reported as follows: valgusaligned group (n=4) various postoperative complications (n=1) varus collapse with screw penetration of the humeral head (n=1) nonunion of the greater tuberosity and reduction loss (n=1) developed deep infection and needed hardware removal after fracture union (n=1) screw loosening and reduction loss anatomical group (n=7) various postoperative complications (n=4) varus collapse with screw penetration of the humeral head (n=2) nonunion of phf and progression of varus deformity (required additional hemiarthroplasty after hardware removal) (n=2) screw loosening and reduction loss (n=1) developed osteonecrosis and responded to conservative treatment this report is for an unknown synthes locking screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4-510k: this report is for an unknown locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.